Manufacturer narrative:
A review of the dhrs and inspection records were conducted and no similar concerns were found. Causes for pleural effusion include incorrect catheter tip placement and catheter migration (due to improper securement). This account does not employ an engineered securement device (i.e. Statlock) for the 384232, which can help keep the line in the right location. It was determined that the root cause of this complaint was not a catheter issue but was related to securement techniques by the healthcare facility. Current plans are to conduct care and maintenance training with this customer.

Event description:
On (B)(6) 2016 patient was diagnosed with a "possible pleural effusion". Catheter used was a 26 ga first PICC and see lot # below. Dressing/securement was with tegaderm and tape only.